Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps (mbf) yaw pulley had thermal damage. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was observed during the procedure during detaching the tissue. Prograsp forceps (pf), fenestrated bipolar forceps (fbf), and maryland bipolar forceps (mbf) instruments were being used when arcing occurred. Arcing appeared to be originated from mbf instrument. Surgeon believed that charring on the mbf instrument was the cause of the arcing event. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps associated with this complaint and completed investigations. Failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have charring/localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Additionally, the instrument was found to have various scratches on the main tube. The scratches measured approximately 0.2210¿ - 0.1510¿ in length and an axially aligned with the tube axis. Material was not missing from the surface of the main tube.